Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 115010a0 - universal table top used with multiple accessories (114056b0 - extension plate, 113053a0 - head rest, 100491a0 - side rail extension, 100144d0 - arm posturing device, 100901c0 - infusion stand, 100323c0 - radial setting clamp and 100257a0 - anesthesia screen). As it was stated, during a medical spinal procedure in a prone position, the tooth joint in the upper back could not withstand 110 kg with the patient and slipped down a tooth or two. The procedure was not interrupted. The upper back segment of the operating table was then supported with a stool and the procedure continued. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the joint slipping during the surgery that could cause the unintended movement of the device, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the devices were being used for the patient¿s treatment, and thus were also directly involved with the reported incident. As no table top¿s malfunction was found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that there were no serious injuries to a user nor to a patient or operator when this particular issue occurred. The complaint investigated herein is a single and isolated case. The affected getinge device has been evaluated by the company¿s service technician. The technician could not find any malfunction of the table top. The upper back of the table top worked perfectly. The technician has assessed that the operating table used was not suitable for this type of patient positioning. The accessories were not installed in accordance with the instructions for use. The listed attachments were installed at the rearmost standard rail and overloaded the toothed joint. Because of this, the tooth joint was overloaded and slipped down a tooth or two. After the incident, the user was given detailed advice about the impermissible structure of the table, so that in the future the loads of the accessories will be distributed via an extension rail on the lower back. The user was also informed about compliance with the positioning of the patient according to the instructions for use. In the instructions for use (ga 1150.01 de 08, page 4), the user can find safety notes which state, that the user shall fasten table top¿s accessories correctly. The user should also prevent risks to the patient's breathing, nerve tracts and circulation through correct positioning and prevent hazards by correct positioning and observation. The user is instructed to check the safety bar and horizontal position of the table top after each transfer procedure. In the IFU (ga 1150.01 de 08, page 43), the user is informed to observe the respective instructions for use for all accessories. In summary, based on all available information it has been established that the root cause for the situation where the tooth joint in the upper back could not withstand with the patient and led to unintended movement of the table top, was most likely related to the user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem and h6 medical device ¿ problem code fields deems required. This is based on the additional information that has been received and the internal evaluation. Previous b5 describe event or problem: on 11th september 2023 getinge became aware of an issue with one of our table tops ¿ 115010a0 - universal table top used with multiple accessories (114056b0 - extension plate, 113053a0 - head rest, 100491a0 - side rail extension, 100144d0 - arm posturing device, 100901c0 - infusion stand, 100323c0 - radial setting clamp, 100257a0 - anesthesia screen). As it was stated, during medical spinal procedure in a prone position, the tooth joint in the upper back could not withstand 110 kg with the patient and slipped. The procedure was not interrupted. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the joint slipping during the surgery that could cause the unintended movement of the device, was to reoccur. Corrected b5 describe event or problem: on 11th september 2023, getinge became aware of an issue with one of our table tops ¿ 115010a0 - universal table top used with multiple accessories (114056b0 - extension plate, 113053a0 - head rest, 100491a0 - side rail extension, 100144d0 - arm posturing device, 100901c0 - infusion stand, 100323c0 - radial setting clamp and 100257a0 - anesthesia screen). As it was stated, during a medical spinal procedure in a prone position, the tooth joint in the upper back could not withstand 110 kg with the patient and slipped down a tooth or two. The procedure was not interrupted. The upper back segment of the operating table was then supported with a stool and the procedure continued. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the joint slipping during the surgery that could cause the unintended movement of the device, was to reoccur. Previous h6 medical device ¿ problem code: mechanical problem/unintended movement 3026. Corrected h6 medical device ¿ problem code: use of device problem 1670.

Event description:
On 11th september 2023, getinge became aware of an issue with one of our table tops ¿ 115010a0 - universal table top used with multiple accessories (114056b0 - extension plate, 113053a0 - head rest, 100491a0 - side rail extension, 100144d0 - arm posturing device, 100901c0 - infusion stand, 100323c0 - radial setting clamp and 100257a0 - anesthesia screen). As it was stated, during a medical spinal procedure in a prone position, the tooth joint in the upper back could not withstand 110 kg with the patient and slipped down a tooth or two. The procedure was not interrupted. The upper back segment of the operating table was then supported with a stool and the procedure continued. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the joint slipping during the surgery that could cause the unintended movement of the device, was to reoccur.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our table tops ¿ 115010a0 - universal table top used with multiple accessories (114056b0 - extension plate, 113053a0 - head rest, 100491a0 - side rail extension, 100144d0 - arm posturing device, 100901c0 - infusion stand, 100323c0 - radial setting clamp, 100257a0 - anesthesia screen). As it was stated, during medical spinal procedure in a prone position, the tooth joint in the upper back could not withstand 110 kg with the patient and slipped. The procedure was not interrupted. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the joint slipping during the surgery that could cause the unintended movement of the device, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.